Event description:
As reported, in 2004, this pt was implanted with gore excluder aaa endoprostheses. On an unk date, the pt presented with aneurysm enlargement and a possible type iii endoleak. Further investigation is being conducted. No further info was provided.